Event description:
The customer reported that the in-house engineer was unable to load the system software, which rendered the system unusable. There is no report of pt injury.

Manufacturer narrative:
The customer called ge field service. No conclusion can be drawn as repair info is unavailable at this time.